Manufacturer narrative:
Dc bead loaded with farmorubicin (epirubicin hydrochloride) was used in the treatment of this pt. The equivalent product lc bead is available in the USA but is not indicated for the use with drugs. The device has not been sent to the MFR for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Medical assessment: this is a report of a pt who developed pancreatitis and gastroduodenal ulcer symptoms three days after treatment with dc bead and farmorubicin (epirubicin hydrochloride) 150 mg. The reporter has assessed the event as related to reflux of dc bead into non-target vessels and assessed the events as serious. These events are consistent with ectopic injection of beads during the procedure and this report is considered medically reportable. These symptoms were stabilized, and the pt was recovering from them.

Event description:
This is an initial report received on the (B)(4) 2014 from a health care professional via a partner organisation. The report is regarding a pt of unk age and gender who experienced pancreatitis (due to pancreatic infarction) and gastroduodenal ulcer symptoms post chemoembolization. The pt underwent chemoembolization on (B)(6) /2014 with dc bead 2 vials and farmorubicin (epirubicin hydrochloride) 150 mg. On (B)(6) 2014, approximately three days post procedure, the pt experienced pancreatitis (due to pancreatic infarction) and gastroduodenal ulcer symptoms. On (B)(6) 2014, it was confirmed that the symptoms were stabilized, and the pt was recovering from them. No info regarding treatment of the adverse events as provided at the time of reporting.